Event description:
It was reported that the devices alarmed with system error codes 800.8000 and 200.5080.0.the patient was receiving a continuous infusion of low-dose dopamine at an unspecified rate. The nurse responded to the device alarm for (volume delivered) and pressed the button with intent to add an additional hrs. Worth of fluid to vtbd however after the key press, all pumps in addition to the pcu started flashing red lights and beeping quickly. The message on pcu read "system error". The pump was turned off and restarted, noted the same beeping and flashing lights. The rn removed devices from service. The customer confirmed that there was no patient harm reported. Biomed stated: ¿we could not duplicate this issue. I did notice one of the syringes (sn: (B)(6)) had a different main processor version from our normal ones (9.15.2 vs 9.15.0.24) and a bad iui that we changed. Otherwise passed all pms.¿

Manufacturer narrative:
The reported issue that the devices alarmed with system error codes 800.8000 and 200.5080.0 was confirmed via log analysis; however, the system error could not be duplicated during the investigation. A system error 800.8000 had occurred while only the syringe module was infusing. The remaining three attached modules were idle. The 800.8000 error event had occurred following the entry of 2ml vtbi for the syringe module infusion that had been entered while it was in a near end of infusion alarm. The 200.5080 channel errors were the result of a loss communication with the pcu that occurred when the system had been powered on again after the initial 800.8000 system error; the pcu had a re-occurrence of system error 800.8000 when it had been powered on again by the customer which led to the modules unable to complete communication of their respective software versions with the pcu. The inspection and testing process did not find any malfunctions or identify a cause for the system error. The system was being used for treatment. The root cause for the system error 800.8000 event could not be identified.

Manufacturer narrative:
Concomitant medical products: (2)8110;(2)spm tubing;pri tubing;8100; 2 syringes ; therapy date (B)(6). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Model/lot tubing requested however not provided.

Event description:
It was reported that the devices alarmed with system error codes 800.8000 and 200.5080.0. The patient was receiving a continuous infusion of low-dose dopamine at an unspecified rate. The nurse responded to the device alarm for (volume delivered) and pressed the button with intent to add an additional hrs. Worth of fluid to vtbd however after the key press, all pumps in addition to the pcu started flashing red lights and beeping quickly. The message on pcu read "system error". The pump was turned off and restarted, noted the same beeping and flashing lights. The rn removed devices from service. The customer confirmed that there was no patient harm reported. Biomed stated: ¿we could not duplicate this issue. I did notice one of the syringes (B)(4) had a different main processor version from our normal ones (9.15.2 vs 9.15.0.24) and a bad iui that we changed. Otherwise passed all pms.¿